Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the poppet valve is not shifting. Associated malfunctions for this device: sieve beds saturated.